Event description:
It was reported that customer¿s pump displayed repeated malfunction alarms, and no additional information was available about blood glucose values or other symptoms. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was turned off and on, but the malfunction alarm continued and prevented access to the pump, so device was scheduled for return and a replacement pump was provided.